Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify e70 alarm due to motor error alarms. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm as well as a motor position encoder error alarm. The customer¿s blood glucose during the incident was 102 mg/dl. The drive support cap was sticking out. The insulin pump will be returned for analysis.